Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for pre-op coronary artery bypass grafting (CABG). It was reported that while performing a thoracotomy due to left ventricle perforation, the impella was noted to be at the apex of the heart. The cause of the left ventricle perforation is unknown as it may have been cause when the physician deepened the position of the impella. The device was successfully explanted.